Event description:
It was reported that the patient's right knee was revised due to instability. The surgeon said the implants were very malpositioned during the original implantation. Intra-operatively the implants were noted to be well-fixed, and that there was poly wear. The knee was converted to a ts knee with augments, stem, and cone. Rep confirmed that no further information will be released by the hospital or surgeon.